Event description:
It was reported to the manufacturer that the user's programming system would not hold charge for very long after being plugged in for a period of time. Troubleshooting was performed including soft and hard resets, which did not resolve the problem. A replacement system was sent to the user upon request. The non-working device was returned to the manufacturer for product analysis. Analysis is currently underway.